Event description:
It was reported by service report that the wheel was worn and the post tube was loose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel, retaining post.